Event description:
It was reported to philips that the display for the unit was flickering. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was performed and the fse was unable to replicate the reported issue. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. As a precautionary measure, the lcd cable was reseated by the fse and the unit was verified to be fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the display for the unit was flickering. There was no patient involvement.